Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was/is seroma-late. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified white particles and weight was to the spec. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Health professional reported right side double capsule and "free floating with approximately 5-10 ml of serous fluid." Device has been explanted.